Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope for an unknown reason. Review of the arrhythmia logbook found no stored episodes. The patient was sent to an electrophysiologist to rule out a slow ventricular tachycardia (vt). During the office visit, they were unable to determine if the patient was experiencing a slow vt or supraventricular tachycardia (svt). Review of the device data found significantly higher number of ventricular sense events in higher rate bins than higher rate atrial sense events. A high number of rythmiq episodes were also seen. Boston scientific technical services (ts) recommended lowering the pacemaker's vt detection window and to turn off rhythmiq. The clinician would discuss the programming options with the physician. An electrophysiology study is also being considered. At this time the system remains in service and no additional adverse patient effects were reported. No further information is available at this time.